Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was initially reported that the device was explanted after an implant duration of approximately 63.5 months, due to unknown reasons. Through follow-up with the health-care provider, it was learned that the patient underwent a mitral valve replacement (without explanting the previous device). The reason for surgery was due to mitral regurgitation and mitral stenosis. At the time of surgery, the implant duration of the reported device was approximately 63.5 months. Per the operative report of (B) (6) 2009, "the mitral valve was inspected. The ring was intact. Posterior leaflet was completely atretic. The anterior leaflet had 2 ruptured chordae and was calcified. The anterior leaflet was excised. A sizer was used to determine the 25 mm prosthesis would best fit the patient. This was washed on the back table. Alternating dacron and pledgeted sutures were placed from trigone to trigone along the anterior leaflet and then where the mitral valve ring was firmly anchored to the annulus of the posterior leaflet, this was used as a continuous pledget for the placement of other sutures. Nonpledgeted valve sutures were placed along the posterior annulus and ring and then patched to the valve. The valve was seated without difficulty."